Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to migration of the electrode resulting in no sound. The patient was reimplanted with a new device during the same surgery.